Event description:
It was reported that during a lap gastric bypass, the device would not open. They used a new device along side of the first device to get it off. The case was completed with the second device with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.